Event description:
A facility als crew attempted to use the device to perform routine pt monitoring. Reportedly, the device displayed the pt ECG as dashed lines. A backup device was used to successfully monitor the pt ECG. There was no report of adverse affects to the pt resulting from the alleged device discrepancy.